Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4), after running a rate calibration is giving him a message of pump free flow. I suggested to (B)(6) the first time when power up the 8015 device is to manually login to maintenance mode, click proceed and select external communication which is states on service bulletin 543. This will eliminate any false error. After ray followed my suggestion, re-run rate calibration and pm the pump module, the message pump free flow was eliminated. It appears the issue was resolved.